Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Failure analysis was unable to perform functional test due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The insulin pump was returned for failure analysis. The reason for the return was unknown. The customer's blood glucose was not provided.